Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2019-01041. It was reported patient was experiencing uncomfortable stimulation due to high impedances. Reprogramming was unsuccessful. Surgical intervention was undertaken on (B)(6) 2019 wherein the full system was explanted.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2019-01041.